Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 34-year-old female patient who had essure (batch no. 952113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood in urine, hematuria, flank pain, tooth pain, synovial cyst of popliteal space, kidney stone, urinary tract infection, back pain, chest pain, right lower quadrant pain and hemorrhagic ovarian cyst. Concomitant products included ibuprofen since 2015, levonorgestrel (mirena) since 2015, nsaid's, paracetamol (acetaminophen) and potassium. In 2012, the patient experienced intervertebral disc degeneration ("autoimmune disorder (type of disorder: generative disk disease)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced ovarian cyst ("right ovary cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain"), weight increased ("weight gain/loss(specify which one)- weight gain") and back pain ("lower back area pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device, unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, intervertebral disc degeneration, dyspareunia, fatigue, weight increased, urinary tract infection, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received "outcome of event menorrhagia was updated as recovered." Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 34-year-old female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood in urine, hematuria, flank pain, tooth pain, synovial cyst of popliteal space, kidney stone, urinary tract infection, back pain, chest pain, right lower quadrant pain and hemorrhagic ovarian cyst. Concomitant products included ibuprofen since 2015, levonorgestrel (mirena) since 2015, nsaid's, paracetamol (acetaminophen) and potassium. In 2012, the patient experienced intervertebral disc degeneration ("autoimmune disorder (type of disorder: generative disk disease)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced ovarian cyst ("right ovary cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain"), weight increased ("weight gain/loss(specify which one)- weight gain") and back pain ("lower back area pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device,unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, intervertebral disc degeneration, dyspareunia, fatigue, weight increased, urinary tract infection, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. Events urinary tract infection, depression, mental anguish, right ovary cyst, lower back area pain were added. Concomitant products were added. Event term was updated to weight gain/loss(specify which one)from weight gain. Outcome of the event abdominal pain was updated to recovered from unknown. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood in urine, hematuria, flank pain, tooth pain, synovial cyst of popliteal space, kidney stone, urinary tract infection, back pain, chest pain, right lower quadrant pain and hemorrhagic ovarian cyst. Concomitant products included levonorgestrel (mirena) since 2015. In 2012, the patient experienced intervertebral disc degeneration ("autoimmune disorder (type of disorder: generative disk disease)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain ("severe pelvic pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping);"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, abdominal pain, vaginal haemorrhage, menorrhagia, intervertebral disc degeneration, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, intervertebral disc degeneration, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain were added. Reporter, patient demographic information, concomitant diseases, product stop date, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. 952113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood in urine, hematuria, flank pain, tooth pain, synovial cyst of popliteal space, kidney stone, urinary tract infection, back pain, chest pain, right lower quadrant pain and hemorrhagic ovarian cyst. Concomitant products included ibuprofen since 2015, levonorgestrel (mirena) since 2015, nsaid's, paracetamol (acetaminophen) and potassium. In 2012, the patient experienced intervertebral disc degeneration ("autoimmune disorder (type of disorder: generative disk disease)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), 2 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced ovarian cyst ("right ovary cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain") and back pain ("lower back area pain") and was found to have weight increased ("weight gain/loss(specify which one)- weight gain"). The patient was treated with surgery (hysterectomy,bilateral- salpingectomy,oopherectomy-uilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, intervertebral disc degeneration, dyspareunia, fatigue, weight increased, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received.outcome updated as recovered/resolved of previous events bleeding and urinary tract infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 34-year-old female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood in urine, hematuria, flank pain, tooth pain, synovial cyst of popliteal space, kidney stone, urinary tract infection, back pain, chest pain, right lower quadrant pain and hemorrhagic ovarian cyst. Concomitant products included ibuprofen since 2015, levonorgestrel (mirena) since 2015, nsaid's, paracetamol (acetaminophen) and potassium. In 2012, the patient experienced intervertebral disc degeneration ("autoimmune disorder (type of disorder: generative disk disease)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In february 2017, the patient experienced ovarian cyst ("right ovary cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdomen pain"), weight increased ("weight gain/loss(specify which one)- weight gain") and back pain ("lower back area pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device,unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, intervertebral disc degeneration, dyspareunia, fatigue, weight increased, urinary tract infection, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.